Event description:
It was reported that the device was used during a hals colectomy, the stapler did not want to open. After several minutes, it turned a little bit, and then it opened. There was no reported patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.